Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
"The" patient reported fainting due to hypoglycemia (blood glucose of 32 mg/dl) on (B)(6) 2025, after wearing the pod for an unspecified period. The patient further reported having prior issues with the dexcom g6 continuous blood glucose monitor and therefore was using the omnipod in manual mode at the time of the event. Paramedics were called, and the patient was treated with intravenous glucose. The patient was not transported to the emergency department or hospital.